Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user did not see patients at the cabinet despite having access granted to the cabinet. A technical support specialist stated that the customer responded to the email mentioning, 'you can close this ticket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary user was not seeing patients at cabinet but does have access granted to cabinet. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.